Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 10/06/2014 with the following findings: visual inspection revealed that the keypad cover was cut and torn between the up arrow and contrast buttons; this device failure is unrelated to the reported event, as it was reported that the damage occurred subsequent to the change in responsiveness of the buttons. Evaluation revealed that the up and down arrow keypad buttons were intermittently responsive, and the contrast button was unresponsive: the reported event was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported event. Unrelated to the reported event, corrosion was found under the up arrow, down arrow, and contrast key contacts. Also unrelated to the reported event, the display screen was found to be dim and discolored. A battery cap was not returned with the pump; a test battery cap was used during all of the testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that all of the keypad buttons were under-responsive. Reportedly, the keypad cover was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.